Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ insulin pen needle, the needle detached and remained in the user. There was no report of medical intervention.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. A DHR cannot be requested due to an unknown lot #. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.